Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when removed the sensor just to find the little piece that remains in the body. The customer¿s blood glucose level was unknown at the time of the incident. When he inserted the sensor he did struggle to remove the needle so don't know if that broke it off in. The device was not expected to be returned for analysis.